Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs and performance testing confirmed that the internal battery was not charging. The device logs also revealed that the device failed to recognize the power source and failed to charge its internal battery. Based on the evidence and previous investigations of similar complaints, the investigation determined that the reported charging issue was most likely due to an isolated component failure in the device main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.